Event description:
Per the clinic, the device was explanted (date not reported) due to unspecified reason. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on july 03, 2024.